Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance measurements out-of-range of over 3000 ohms, high capture thresholds and noisy signals that were reproducible with provocative maneuvers. A revision was planned. This rv lead remains in service and no adverse patient effects were reported.